Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator door had failed to open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open and lock. A field service engineer (fse) troubleshot the symptoms related to the door and latch mechanism and proceeded to replace the microswitches on the latch. A hardware test application (hta) was performed on the smart remote manager, confirming that the components were functioning properly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.